Event description:
Arjo was informed about patient¿s fall from the citadel patient care system bed frame. Allegedly, the side rail was broken and the alarm was not working. The patient and the nurse claimed that the nurse on duty failed to raise the side rail completely. As a result, when the patient was trying to get out of bed by pulling themselves up using side rails, the side rail locking mechanism released. No injury was claimed.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Manufacturer narrative:
According to the instruction for use for citadel bed frame system (IFU, 830.213-en rev.12): ¿to raise the side rail: 1. Hold either side rail handle. Pull the split side rail up and away from the bed until it locks in the raised position. 2. The head end and the foot end side rails operate in the same way.¿ ¿warning: make sure the locking mechanisms are securely engaged when the side rails are raised.¿ it is unknown why the side rails opened and since there are discrepancies between facility¿s staff and the results of bed's inspection, the root cause of patient's fall could not be determined. The bed frame was in use when the side rail unexpectedly opened therefore the arjo device played a role in the event. The bed was evaluated and no malfunction was found. The complaint was assessed as reportable due to the indication about the side rail disengaging during use resulting in the patient¿s fall.

Event description:
Arjo was informed about patient¿s fall from the citadel patient care system bed frame and that exit alarm was not working. Based on provided information the patient tried to pull themselves up in bed using the side rails when the side rail opened. The facility¿s staff claim that the side rails were not raised completely. No injury was claimed. The customer's allegation about the side rails opening as being not completely raised, was verified following the investigation performed. It was found that side rails from citadel bed can only be in down position or up position. If side rail is not locked in raised position it will open immediately. It is unlikely the side rail will be raised by not completely locked. The bed's evaluation did not reveal any discrepancies. The bed was operating properly. No issues with side rails locking mechanism or alarm was found.